Event description:
Hcp reports patient presented in 2006. One month post implant, with double vision and other ocular involvement from the right side dbs system. Patient has dual dbs systems implanted for parkinson's disease. Hcp also noted increased depression. Patient was treated by turning right side dbs system off due to suspected lead placement issue and given oral antidepressents. The patient is being followed and right side dbs will not be further investigated until depression and vision problems have subsided. The device remains implanted. A follow up report will be sent when addtional information is received.